Event description:
According to the physician's procedural report, following all wires having been removed from the right groin and final images obtained, attempts to place a vascade closure device deploy was attempted. This was unsuccessful, so manual pressure was held followed by placement of a femostop device. Investigation revealed after deployment of the collagen plug, the collagen plug did not expand and achieve hemostasis. The device was removed and inspected and found to be intact.